Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during stone crushing procedure performed on (B)(6) 2022. During the procedure, the handle cannula detached when attempting to open the basket. The basket would no longer respond. A non-bsc device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: e1 (zip code) has been updated. Block h6: device code a0501 captures the reportable event of handle cannula detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached, and basket was in good condition. Dimensional inspection observed the side car rx was pushed back approximately 2.0 mm which is out of specification. The dimensional inspection verified that the measurements of the screws were within the allowed tolerances. The reported event of handle cannula detached was confirmed. Based on all available information, it is possible that an excess of force was applied when the handle was pulled. Perhaps the manipulation or technique used during the procedure could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during a stone crushing procedure performed on (B)(6) 2022. During the procedure, the handle cannula detached when attempting to open the basket. The basket would no longer respond. A non-bsc device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code (B)(4).